Manufacturer narrative:
(B)(4). The device was unable to be interrogated when received due to low battery voltage. The device was tested on the bench and high current and low pacing lead impedances were noted. It is believed the high current and low pacing lead impedance occurred post explant. A longevity calculation was performed and was found to be within specification.

Event description:
This report is to advise of an event observed during analysis.